Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular(rv) pacing lead was beyond the expected upper range. Analyst commented, since (B)(4) 2013, rv pacing impedance has consistently measured 4047 ohms. Since (B)(4) 2011, rv capture threshold has measured greater than 2.5v, requiring programming pacing output to 8v and 1.0 ms. Analysis of the device memory indicated pacing capture threshold in the rv was elevated.

Event description:
It was reported that the right ventricular (rv) lead exhibited continuous threshold and impedance increase. The rv lead was replaced, deactivated, and remains in the patient. No patient complications have been reported as a result of this event.